Event description:
Needle breakage. Customer reports needle breakage during a general surgical procedure. There are no reported adverse consequences to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/9 requires reporting of incident once medical device family intially reported assuming incident could recur.